Manufacturer narrative:
A 2 years retrospective analysis of the microport crm's complaints has been performed to review the reportability decision to FDA. The current event met the reportability criteria. Therefore, a MDR is sent by taking into account the validation date of this retrospective analysis as the last information received (28 june 2024). Reportedly, the screen of smarttouch tablet froze during device interrogation and printing was not possible. Review of available data revealed that on (B)(6) 2023 the user tried to stop the tablet during a session several times by pressing the power button. The session could not be stopped because it was remaining active. During this session a printing spooler crash occurred for which the user was not notified. The programmer considered the printing was still in progress due to the spooler error and end button stayed grayed out. It should be noted that the end button is not active while a printing process in the reply module is in progress. It can be assumed that the printing errors that occurred during the session were the reason why the user couldn¿t leave the session. As the programmer never detected the cancellation of the printing.

Event description:
Reportedly, during the follow-up, there is no way to exit the session, the button is grayed out and unaccessible.